Event description:
Additional information: the patient had hematochezia on (B)(6) 2019.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. The patient remains ongoing on vad support and no further related issues have been reported. The hm3 IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device: 1 year, 3 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was hospitalized. On (B)(6) 2019, the patient had a 20mm sigmoid polyp resected. Pathology demonstrated a low grade dysplasia of hamartomatous polyp. Additionally small polyps in the transverse colon were noted. On (B)(6) 2019, an ulcer was seen prior polypectomy site with superficial vessel after the placement of the 9mm clip.